Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, the surgeon was using the bio 2.4 mini hip pushlocks and the anchors broke upon using. Both shattered on the first tap with hammer. The correct drill and details were used performing the insertion of anchors according to manuel/technique guides. The case was completed by using a new ar-2924bch and ar-2924dh-2.

Manufacturer narrative:
It was reported that the anchor broke. Visual evaluation identified from the picture that the anchor had broken. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion. The reported event is confirmed based on the investigation of the returned picture.